Event description:
A customer observed multiple, biased vitros valp quality control results (c16601 = 43.29 ug/ml vs. Expected result of 32.86 ug/ml; c16601 = 45.49 ug/ml vs. Expected result of 34.59 ug/ml; c16602 = 203.9, 199.13 ug/ml vs. Expected result of 154.25 ug/ml; c16602 = 200.86, 197.83, 126.98 ug/ml vs. Expected result of 159.77 ug/ml; tdm pv1 = 27.8 ug/ml vs. Expected result of 39.0 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report is number one of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, biased vitros valp quality control results were obtained. Valp patient results were not known to be affected. A definitive root cause could not be determined. However, an equipment related issue and/or a reagent related issue cannot be ruled out as contributing factors. Additionally, the customer's practice of diluting an OEM daily quality control fluid cannot be ruled out as a contributing factor.